Manufacturer narrative:
E1: name- medtronic minimed street-(B)(6) city- (B)(6) state- (B)(6) zip code- (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026.